Event description:
It was reported that during surgery the device was not properly meshing. No harm or delay occurred, and an additional graft was not needed. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This complaint has been submitted under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
This incident was recorded under (B)(4). Review of the most recent repair record determined the unit was confirmed to not mesh properly. The cutter, side plate, and roller were replaced and resolved the reported issue. It was noted that this unit has not been returned for annual preventative maintenance. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.